Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 7 states, "undesirable shortening of limb." Number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014, due to metallosis and pseudotumor. The modular head, acetabular cup and taper insert were removed and replaced. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2014 due to elevated metal ion levels, metallosis, and pseudotumor. Operative report further noted metallosis with a dark and synovitic process and leg length discrepancy during the revision procedure. The modular head and acetabular cup were removed and replaced with a biomet head and competitor cup and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-02978 / 02980).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014, due to metallosis and pseudotumor. The modular head, acetabular cup and taper insert were removed and replaced.